Event description:
A malfunction was reported on the pump by the caller, and no significant events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level, stated to not exceed 500 mg/dl. Technical support assisted in resetting the pump, and after the reset, the malfunction did not recur.